Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the caster base. No report of patient involvement.

Event description:
The customer reported that during a preoperative checkout, it was noted that one of the casters had come loose from the unit. There was no report of patient involvement.